Event description:
On (B)(6) 2007, a gore propaten vascular graft was implanted in a bypass procedure. The procedure was performed in the patient's left leg, from the common femoral artery to above-knee popliteal artery. Indication for treatment was claudication. Within one month post-implant, patient presented with an occlusion and a wound infection.

Manufacturer narrative:
Review of device manufacturing record history confirmed device met pre-release specifications.